Event description:
During pump replacement surgery for normal battery depletion, they aspirated directly from the catheter and saw black particulate. When trying to put that drug into the new pump on the back table, they could only get in 5 ml; they believed that the hcp was able to aspirate 37 cc of sterile water. They tried changing to a new needle and syringe; this did not help. They held negative pressure 10-15 times with no success. They also tried forcing saline in with no success. They chose not to use the pump and implanted a different one instead. The drug was clonidine, 1500 ug/cc and bupivacaine 45 mg/cc with a daily dose of .192 mg a day. It was noted that they were able to aspirate csf from the catheter. The pt had no adverse events related to the event and was "fine".

Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.